Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify rewind anomaly, failed battery test alarm, motor error alarm and back light anomaly due to buttons not responding. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error, button error alarm, on one occasion none of the buttons would work and rewinding had noticeably slowed, rejected new batteries, backlight sometimes did not turn on, had multiple random no delivery alarms, battery life down to a week to two weeks and there was cloudiness on screen. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The device will not be returned for analysis.